Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00386; 521-07-254, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .

Event description:
Revision surgery - due to rotator cuff tear and serious risk to patient.